Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the device leaked in the junction of the catheter and the hub in at least 6 cases. Aside from requiring an extra puncture, the affected children did not experience any "damage."